Event description:
It was reported that during a device check, the atrial lead was found dislodged. On (B)(6) 2015, the physician attempted to reposition the lead but was unsuccessful. The lead was explanted and replaced. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).